Manufacturer narrative:
The device was received and inspected under 10x magnification, no defects noted. Optical tests were negative. Definitive cause of the patient's complaint is undeterminable. Product history records indicate the product met release criteria.

Event description:
The physician reported the intraocular lens was explanted, due to the patient's post operative complaint of dysphotopsia. The relationship between this event and the iol is not known.